Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that a vibratory alert was received for low, out of range hv lead impedance. In clinic measurements were normal. Patients condition was stable and will continued to be monitored.